Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Atrial blanked flutter search was turned on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing of the p wave was observed on the right atrial (ra) lead, with every other p wave falling in blanking, which caused no mode switching to occur. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.